Event description:
1988 bilateral breast augmentation with dow corning silicone/saline implants - 270 cc (+50cc nacl on right, +40 cc nacl on left). 2006 pt presents for possible revision of breast implant and eval of left breast mass. Three mos later pt underwent bilateral capsulotomy with implant removal. Both implants were removed intact, right showed a little bleed, left didn't. Pt augmented with mentor silicone gel implants.